Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had unspecified fault. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device - problem code, type of investigation, investigation findings, health effect ¿ impact codes and investigation conclusions), h11 correction field: b5, d10, e3, h6 medical device problem code, health impact code due to character limit in e1 initial reporter name is (B)(6). A getinge field service engineer (fse) states, maintenance request code 3 +, battery maintenance. Work performed: technical intervention carried out following acceptance of estimate 25msca - 000459389.1, maintenance request code 3 + battery maintenance. Fault finding, calibrations, adjustments and battery tests performed. Repair completed. Functional tests performed successfully. Work finished.

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) had maintenance request code 3 and battery maintenance message. There was no patient involvement.